Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This report is for the second in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 9680794-2016-00199.

Event description:
This is the second complaint for this same patient. It was reported that in the ER during insertion of the second guide wire into the patient's right subclavian, the guide wire again kinked. A third kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a female, (B)(6).